Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top and bottom cases in excellent condition, cracked battery door and cracked right plunger case, visible contamination by the "l" bracket pole clamp. Event log history was performed and indicated that firmware mismatch recorded in history. During analysis, the reported problem was able to be duplicated during a power up process. It was noted that reprogramming from base unit (bottom interconnect board) to top unit (main board) was incomplete and was the cause of the reported issue. Service uploaded v1.5.1 to the base unit (interconnect board) and reboot pump's head (main board) by performing power point process, to correct the reported issue. Service also reprogrammed device with sw version v1.6.0. Power up device and all the functional tests passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion had a firm watch mismatch. No adverse effects were reported.